Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited intermittent low pacing impedance and noise oversensing resulting in pacing inhibition. Additionally, the rv lead was found to be damaged upon removal. Both the pacemaker and the rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance, noise and ¿significant damage upon removal¿ were confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis found inner insulation abrasion at the suture sleeve tie impression region. The cause of the reported events of noise and low pacing lead impedance was isolated to the inner insulation abrasion at the suture sleeve tie impression region. Visual examination of the lead found procedural damage to the outer insulation, outer coil, and inner insulation at the distal region of the lead. The cause of the reported event of ¿significant damage upon removal¿ is consistent with procedural damage.